Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, mildly tortuous, and heavily calcified de novo lesion in the proximal left anterior descending artery. A 3.0x12mm nc trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use. Dilatation of the lesion was attempted with the bdc; however, the balloon ruptured during the second inflation at an unknown pressure. The procedure was successfully completed with a non-abbott balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.